Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Device evaluation in process. Upon completion of evaluation, a follow-up report will be sent to the FDA. This is 2 of 2 MDR reports submitted for the same event. (See 3002806535-2013-00089/90).

Manufacturer narrative:
Upon receipt of the mallory shell and the impactor handle it was clear to see that the shell impactor had been screwed into the mallory shell incorrectly. A review of the manufacturing history records for both items concerned confirms no abnormalities or deviations reported. A review of the complaint database has found no similar complaints reported with these items/lot combination. It was concluded the items have been cross threaded during use.

Event description:
It was reported that during a primary hip procedure on (B)(6) 2013, the surgeon tried to remove the impactor handle from the implanted acetabular shell, but it was locked on the shell and would not come off. Surgeon had to remove the shell and replace it with a new shell using a different impactor handle. No further information has been received.